Event description:
Customer reported that the insulin pump was cracked and that it went through unexpected restarts. The blood glucose reading was not given. The crack was on both sides of the screen. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked display window corner, scratched display window and cracked reservoir tube lip. The device was monitored and no unexpected reset alarm was noted.